Event description:
It was reported that patient experienced a lead integrity alert (lia) trigger sounding. Investigation revealed a high lead impedance level above normal range, indicating a lead fracture. It was further reported that the device had also logged several episodes of non-physiologic markers related the patient's daily routine exercise involving repetitive arms movement. Patient was sent to the surgical center to undergo lead explant. No patient complication was reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.